Manufacturer narrative:
The device was not regulating properly. When set at 21%, the device put out 33-55% and depleted the o2 tank. There was no patient harm. The complaint device was returned for evaluation. Technical evaluation identified an oxygen concentration failure due to the device being out of calibration. The unit was calibrated to 21.5 30.1 41.3 50.5 60.9 70.80.3 90.5 99.9 and a visual inspection/360 rotation test sop-826-01 was conducted and passed. The unit was calibrated and tested to OEM specifications. The customer complaint was confirmed; however, the issue identified was not related to a previous service or repair. The root cause was determined to be the blender knob must have been altered to change the oxygen concentration. The device was repaired and returned to the customer. No further investigation is required.

Event description:
The device was not regulating properly. When set at 21%, the device put out 33-55% and depleted the o2 tank. There was no patient harm.